Manufacturer narrative:
H.6 investigation summary: this complaint is for panel aborts due to insufficient indicator when using phoenix ast-s indicator ((B)(4). ) batch 1088556. The customer did not provide returns, photos or lab reports for the investigation. The complaint batch 1088556 was not available for investigation due to the batch being expired at the time of the investigation and is beyond our stability timeframe. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Based on the investigation performed, this complaint is unable to be confirmed. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while testing patient samples with bd phoenix¿ ast-s indicator solution there were many failures in smic galleries. Confirmatory testing was done using agar plates. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we have had many failures of our smic galleries. I incriminated the reagent ref (B)(4). Having a new batch we did our antibiotic susceptibility tests with it and no more failures.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: 1088556 was reported, however, this is not a lot# manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing patient samples with bd phoenix¿ ast-s indicator solution there were many failures in smic galleries. Confirmatory testing was done using agar plates. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we have had many failures of our smic galleries. I incriminated the reagent ref 246009. Having a new batch we did our antibiotic susceptibility tests with it and no more failures.